Event description:
The customer returned the bronchovideoscope to the service center for evaluation of a separate issue. During evaluation, additional reportable malfunctions were identified: deposits on the light guide lens and detached adhesive on the a-rubber. There was no patient involvement associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection based on the investigation results, the most probable cause of the complaint is "cause not established," indicating that the findings did not lead to a clear conclusion regarding the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.